Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol cap (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the afs antegrade was pricked and a safe-t-j exchange fixed core wire guide was inserted. The wire guide would not advance to where it needed to be, and it became stuck halfway through the iliacs. There was an attempt to retrieve the wire, but it broke during the process and it was stretched. The wire was subsequently removed, and the procedure was postponed. It was further noted that the weld connection disconnected from the coil and safety wire which resulted in coil elongation. The product problem did not result in any reported serious injuries to the patient.